Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent fracture occurred. The patient was being treated with percutaneous coronary intervention (pci) of a tortuous artery. Following deployment of a 28 x 2.75 promus elite drug eluting stent, the stent was noted to be fractured. Two additional stents were deployed to cover the fracture. There were no patient complications reported. It was further reported that the stent was not broken into two pieces but that two of the struts were broken.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent fracture occurred. The patient was being treated with percutaneous coronary intervention (pci) of a tortuous artery. Following deployment of a 28 x 2.75 promus elite drug eluting stent, the stent was noted to be fractured. Two additional stents were deployed to cover the fracture. There were no patient complications reported.